Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the device would be repaired onsite and not returned to zoll.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed and attributed to a system interconnection flex cable that was not properly seated. The flex cable was replaced to correct the reported problem. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. The processor/bridge/pace board was received at zoll medical corporation. The board was evaluated with no issues found. The board was scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib error" message. Complainant indicated that there was no patient involvement in the reported malfunction.